Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing was broken and cracked. Upon assessment, the patient¿s bed was wet, and the tpn tubing at the stopcock site appeared cracked. The continuous tpn was stopped, and the physician was notified. The affected individual was an inpatient, including an observation patient, and the device was found to be in an unsafe condition. There was patient involvement, but no reported patient harm.